Event description:
It was reported that a malfunction alarm occurred. The customers blood glucose (bg) was ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level and reverted to an alternate method of insulin therapy.